Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A review of images provided by the customer confirm the healthcare professional used expired product. A follow up report will be submitted once the investigation and product history review is complete.

Event description:
It was reported that during tfca procedure, an expired product was used, and the tip separated from the device. The tip was able to be retrieved. No patient injury, harm, medical or surgical intervention was required.